Manufacturer narrative:
The manufacturer previously reported a trilogy evo display screen was red and the touchscreen was not functioning. There was no harm or injury reported. The device was evaluated by a third-party service center and a ventilator inoperative alarm condition was observed. The device's machine flow sensor was replaced to address the issue. There was no issue with the touchscreen noted. Additionally, errors were observed indicating a sensor drift and a motor error occurred. These errors do not indicate a malfunction. The device's air inlet foam was replaced preventatively. The device was tested and passed all final testing.

Event description:
The manufacturer received information alleging a trilogy evo display screen was red and the touchscreen was not functioning. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. The evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third-party service center investigation is complete.